Manufacturer narrative:
H6: investigation summary no samples were returned therefore the investigation was performed based on the video provided. One video was provided but inaccessible. The customer reported that the needle cutter does not work and it's almost a year old. The video was not viewable and after three follow up attempts to the end user no additional information was provided. Therefore, the root cause could not be determined. Unable to perform a DHR review due to unknown lot number.

Event description:
It was reported that the unspecified bd safe-clip¿ failed to cut the needles due to being damaged. The following information was provided by the initial reporter, translated from spanish: "a call is received from the patient's guardian, who communicates requesting replacement of needles, stating that: "the needle cutter does not work and and it's almost a year old."... Again, additional information was received on 06-feb-2023 indicating: "according to the training carried out by a nurse educator, it is evident damage to the needle cutter device...""

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd safe-clip¿ failed to cut the needles due to being damaged. The following information was provided by the initial reporter, translated from spanish: "a call is received from the patient's guardian, who communicates requesting replacement of needles, stating that: "the needle cutter does not work and and it's almost a year old." Again, additional information was received on 06-feb-2023 indicating: "according to the training carried out by a nurse educator, it is evident damage to the needle cutter device."